Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had bad bearings and was making a lot of noise. There were no delays to the surgical procedure as an identical spare device was available for use to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. The unit was tested and passed all operational specifications. An assignable root cause was not determined. However, during evaluation it was observed that one pin in the connector was pushed back. It was determined that this was due to user error by misaligning the connector when plugging the device into the console device. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.